Event description:
It was reported that an unspecified quantity of infusors leaked. The top of the devices looked "crusty"; however, the devices were dry when received by the customer. This was discovered prior to patient use. The devices contained fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.